Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles in the surface of the shell, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.